Event description:
It was reported thresholds increased from 2.0v @ 0.5ms to 6.0v @ 1.6ms. The physician suspected a lead fracture. The lead will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.